Manufacturer narrative:
A ge service rep isolated the intermittent sparking to the high voltage tank.

Event description:
The customer reported that the 9800 system had a low milliamps error and there was arcing from the high voltage tank. No pt injury was reported.